Manufacturer narrative:
No product will be returned per customer. The customer complaint of misassembly backward stopcock could not be confirmed due to the product was not returned for failure investigation. Photo of the partial set with the stopcock provided by the customer showed the set was assembled. The root cause of this failure was not identified.

Event description:
It was reported that the stopcocks; ¿are backwards¿. It was observed that; "these are no tab for off and short tabs for on". The clinician states that; "unless you turn off the stopcock after setting it up, you¿ll get splashed with blood/fluid/etc., when you take off the white port cap". It was further reported that there was no user or patient harm as a result of this event. The event did not result in a delay that significantly impacted patient outcome.

Manufacturer narrative:
No product will be returned per customer. The customer declined to return the product for failure investigation. The root cause of this failure was not identified. Although requested, no additional patient information provided.

Event description:
It was reported that the stopcocks ¿are backwards¿. It was observed that "these are no tab for off and short tabs for on." The clinician states that "unless you turn off the stopcock after setting it up, you¿ll get splashed with blood/fluid/etc., when you take off the white port cap." It was reported that there was no user or patient harm. The event did not result in a delay that significantly impacted patient outcome.